Manufacturer narrative:
(B)(4). Date sent: 8/26/2021.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr45m reload present. The reload was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that a 60mm device is designed to work only with 60mm reloads, verify that the reload size matches the instrument size to be used, for further loading instructions please refer to the echelon flex 60 powered IFU. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device start to deploy staples and cut but could not be completed (partially fire)? Were the staples formed properly? Was the cut line complete? Was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the device only fired half of the staple line. Unknown if the device cut the entire length of the staple line. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.